Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Above rated burst pressure (rbp). The device was not returned for analysis. It should be noted in the graftmaster rapid exchange coronary stent graft system, domestic, instructions for use specifies the rbp is 16 atm and clearly states not to exceed the rbp. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional graftmaster device referenced is being filed under separate medwatch report.

Event description:
It was reported that during a procedure to treat a perforation in the right coronary artery, a 3.5x19mm graftmaster covered stent was deployed at 16 atmospheres, but the perforation was not sealed. A 4.0x16mm graftmaster covered stent was deployed at 20 atmospheres next to the 3.5x19mm stent, but the perforation was not sealed. Post-dilatation with a balloon catheter was performed for an unknown period of time and the perforation was successfully sealed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.